Event description:
The customer states that a probe crash occurred when they were attempting to calibrate the axsym folate assay. The reagent cap lid failed to open. There is no impact to patient management reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.